Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. It was reported that there was a green line through the bottom of the display when the pump was powered. A battery change did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/28/2014 with the following findings: during investigation, the pump was powered on and the display was clear and legible. The complaint of lines through the display was not observed during evaluation. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.